Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device had been out walking with their family and reportedly felt sick. Emergency medical personnel were called to assist on-site. The patient was found in ventricular fibrillation; CPR and external defibrillation were administered. The patient was then transported to a local hospital, however later passed away. The physician reported an absence of mechanical heart activity. A post-mortem interrogation showed the device was in safety mode. The product has been explanted and is expected to be returned at a later date for analysis. Due to a legal hold within the international medical facility, return processing has been delayed. Initial case evaluation by boston scientific's internal technical services and global medical safety officers, suggests safety mode may have been induced during external defibrillation and the observed fault codes were indicative of no tachy therapy but brady pacing therapy still available. The associated right ventricular defibrillation and pace/sense leads are non boston scientific products. Once the device has been returned for analysis, engineers will be able to conclusively determine root cause of this performance anomaly.

Manufacturer narrative:
As the result of an ongoing litigation, the device was never returned for analysis; however, a boston scientific engineer traveled to the international location so as to provide a technical collaboration on the sequence of events and probable root causes. During this assessment, while under legal observation, the device and leads were presented for interrogation. During interrogation, safety mode was again confirmed with a displayed code indicative of a possible lead malfunction: the associated leads were non boston scientific products and reportedly, "very bad with visible damages". The device's internal history was then further analyzed. Engineers confirmed that on the reported date of death, the device correctly sensed and detected a ventricular fibrillation episode and attempted to deliver shocks on two separate occasions. The first shock was ineffective, most likely due to shunted energy while the second shocking attempt, activated the plasma fuse and set the device into the observed safety mode. The on-site engineer stated with high probability, that the state of the leads was the likely contributor to this observed outcome. Additionally, it was reported that no defibrillation testing had been performed post-implant to confirm system integrity and that the leads had been cut during the autopsy thus, further damaging evidentiary support. The boston scientific engineer concluded that the outcome of this event was due to a high current drain, most likely due to shocking into a shorted lead condition. No further destructive analysis was performed so as to maintain complete device integrity. The meeting concluded with indication that the criminal investigators would be contacting the lead manufacturer to further the investigation.